Manufacturer narrative:
Final analysis found the device to be in back up vvi mode due to code corruption, which is consistent behavior associated with exposure to cautery during explant procedure. The device was otherwise normal. Total projected longevity based on nominal settings is 9.22 years; implant duration is 7.96 years which exceeds 75% of projected longevity and it is considered normal battery depletion.

Event description:
It was reported when the patient presented in clinic for follow-up, the device could not be interrogated. During previous visit on (B)(6) 2017, the longevity estimate for the pacemaker was 3-6 months until eri. The device was explanted and replaced due to suspected premature battery depletion. The patient was stable before, during and after the procedure.